Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-50; serial number: (B)(4); batch/lot number: 20979059; model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients leads had migrated. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.